Event description:
It was reported by the customer that a pyxis medstation es system fridge door wont open, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fridge door wont open due to component. Field service engineer adjusting the remote manager door hasp to resolve the issue. The system functioned as intended after the field service engineer serviced the device